Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed dosing stopped after loss of connection with the paired freestyle libre 3 plus sensor, and multiple rescans failed, consistent with an intermittent communication failure involving the antenna/electrical communication pathway; the user was advised to apply a new sensor and check blood glucose with a meter. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the pump and the sensor, consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.